Event description:
During a plasmapheresis donation the donor reported that plasma was discolored within the collection container. The floor supervisor was notified of the event and confirmed the discolored plasma. The supervisor also noticed a kink present at the concentrated cell line tubing just below the cell pump. Supervisor massaged out kink; however, he decided to change the autopheresis-c kit to a new one. As the procedure was restarted, clear plasma was seen coming down the plasma collect tubing. Shortly after the restart of the procedure, a hb detect alarm occurred and at that time it was noted not that the plasma collect tubing was visibly red. The apheresis procedure was discontinued at 5:30 pm and cells were not reinfused to donor. Total volume of plasma collected was 253 ml. The donor center indicated that donor had voided normal colored urine at facility and left the center in good condition. The donor contacted the center at 6:45 pm to report that they had noticed blood in their urine.